Event description:
A report was received that the patient¿s ipg had moved over the spine and was causing discomfort. The patient underwent a pocket revision wherein the ipg was relocated. The patient was reportedly doing well postoperatively.